Event description:
During the initial insertion at bedside, the gw could not advance. Pt sent to special procedures to reposition. They used fluoro, and saw the magnetic tip had separated. The facility flushed the tip and it migrated into the pt. Additional info: insertion was difficult and could not be done at bedside. Ir noted that initially the wire broke inside the catheter, and then embolized when the catheter was flushed. The retained wire will be left in the pt, per md's clinical decision. Pt is stable and asymptomatic. The retained wire piece is approximately 1 cm in length.

Manufacturer narrative:
The device has not been returned to the MFR for eval as it is being retained by reporting facility. A lot history review (lhr) of reve1211 showed no other similar product complaint(s) from this lot number.